Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a dexcom g7 sensor failure and prolonged continous glucose monitor (cgm) disconnection while using the ilet, which led to a ¿dosing stopped connect cgm or enter bg¿ alert; the user then started a new sensor per guidance and manually entered a capillary blood glucose reading of 501 mg/dl, after which insulin delivery resumed and the new sensor entered warmup. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included restoration of insulin dosing after manual bg entry and initiation of a new sensor. Investigation included troubleshooting and education regarding cgm connectivity and sensor replacement. Investigation of this case revealed a failed g7 sensor with loss of cgm data that interrupted automated dosing until a manual bg was provided and a new sensor was started. It was concluded, based on previously established findings for similar reports, that the cause was sensor failure resulting in loss of glucose data needed for automated dosing.